Event description:
Consumer stated after she followed the directions and the first night the bottom rubber broke off the plate in her mouth. "Should be more cautious on directions for pressure applied to bottom plate when fitting in mouth." She has used this product for 2 years and has had great success with it. Snoreguard was received.